Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for peritonitis. The same day as event diagnosis, the patient was treated with injection ceftazidime (1gm, once daily, intraperitoneal, ongoing), injection vancomycin (250mg, every 4th day, intraperitoneal, ongoing) and tablet fluconazole (50mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient is recovering from peritonitis. Pd therapy was ongoing. No additional information was available at the time of this report.